Event description:
During a case on (B)(6) 2020 the physician declined veran representitive's offering of the triple needle brush citing that he had used the product in a previous case where the patient resulted in a pneumothorax. Veran representitive reported incident to vsupport 03-june-2020, and additional information was requested from the physician. Veran representitive contacted physician three times and received a response 17-june-2020. Physician responded, "that's only one time so I don't restrict myself to use for the future. Emphysema pts do have risk of pneumothorax so I'll give future chance to triple brush. Pt did very well after chest tube placement." Follow-up reported on 18-jun-2020 - case was held (B)(6) 2020 - patient had CT guided biopsy completed at deaconess midtown. A pneumothorax occured and a chest tube was administered. Patient was stabilized. Veran representative met with a member of the respiratory therapist team who showed the representative the patients file. The CT guided pneumothorax and chest tube placement was documented.